Event description:
It was reported that the pump did not save the settings. During physical inspection, it was found that there was a degraded downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a degraded downstream occlusion seal. Review of the event history log (ehl) showed a watchdog alarm. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a damaged main board battery. As a result, the main board battery was replaced. Was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.